Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a patient experienced a hypoglycemic event, resulting in seizure on (B)(6) 2015. Patient's mother reported that the patient's blood glucose (bg) was below 54mg/dl when he had a seizure at 4:45am. Patient's mother reported that the patient did not go to the hospital. Additionally, patient's mother reported that the patient was not wearing dexcom continuous glucose monitor (cgm) at the time of the reported event. At the time of contact, patient's mother reported current condition of patient as "fine". No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia resulting in seizure.